Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked; further described as, ¿fluid started running out of the front of the machine where the cassette is¿ and ¿fluid was running out of the patient line¿. This was observed during priming of the device for peritoneal dialysis therapy. The patient discarded the supplies and restarted therapy with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.